Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered and noise and oversensing were observed. Further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered and noise and oversensing were observed. Further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. This device was returned to boston scientific for analysis.

Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered and noise and oversensing were observed. Further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. This device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. A stylet was returned in the lead and noted blood, body fluids in the lumen. There were cuts noted in the outer insulation. Environmental stress cracking (esc) was observed at approximately 55 and 420 from the terminal pin - on the surface only. The setscrew marks were in the correct location on the terminal pin. The helix was partially extended and dried body fluid was noted in the helix housing - normal for active fixation leads. Noted stretched outer coils throughout the lead. And melt marks in the outer insulation. The outer conductor resistance measured as an electrical open - indicating a fractured or broken conductor. A fractured outer conductor was observed at approximately 250 mm from the terminal end. Fracture characteristics were consistent with cyclic fatigue. An x-ray shows an outer coil fracture located at approximately 250 mm from the terminal end.